Event description:
Baclofen pump found to be non-functional and required to be replaced. Manufacturer response for baclofen pump, synchromed ii (per site reporter). User facility will return the pump to medtronic.